Event description:
--

Event description:
Boston scientific received information that high impedance measurements were observed on this right ventricular (rv) lead during implant. The lead was replaced successfully. This lead was never in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The allegation of high impedance measurements could not be confirmed. However, it was noted that depending on when the tissue became entwined in the helix, this could lead to electrical issue if the tissue was between the lead tip and the heart muscle.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--